Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), genital haemorrhage ("heavy bleeding"), headache ("headache") and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure device removal (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), genital haemorrhage ("heavy bleeding"), allergy to metals ("nickel allergy") and headache ("headache"). The patient was treated with surgery (essure device removal (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, allergy to metals and headache outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure endometrial ablation performed on the same day" on (B)(6) 2006. The patient's concurrent conditions included menorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), genital haemorrhage ("heavy bleeding"), allergy to metals ("nickel allergy") and headache ("headache"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on 7-dec-2018. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, allergy to metals and headache outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, headache and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 trailing coils: 2-3 coils on each side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: the uterus filled. Symmetrically and there was no egress of dye from the tubes.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-mar-2022: mr received. Essure model number updated from ess305 to ess205. Event added: essure and novasure endometrial ablation performed on the same day. Reporters, rcc, lab data and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.